Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd nano ultra-fine¿ pen needles were difficult to operate and the outer shield wouldn't attach properly. The following information was provided by the initial reporter: "stated that the needles would not attach properly. Consumer also mentioned that she was stuck by the needles a few times while re-shielding for disposal."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported bd nano ultra-fine¿ pen needles were difficult to operate and the outer shield wouldn't attach properly. The following information was provided by the initial reporter: "stated that the needles would not attach properly. Consumer also mentioned that she was stuck by the needles a few times while re-shielding for disposal".